Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a blood leak that occurred 3.5 hours into the patient¿s hemodialysis (hd) treatment. The blood leak was visually observed at the connection heparin line and the blood pump segment. The patient¿s estimated blood loss (ebl) was approximately 20ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with the same supplies. The bloodlines used for treatment were reportedly available for return to the manufacturer.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of actual sample was performed, no separation between red t connector and tubing of heparin line was noticed, no holes or damages were found on the sample. The actual sample was found acceptable. In addition, a functional test was performed to companion sample and no disconnection or leak occurred during tested period. The sample tested worked as intended without any abnormalities during the tested period. The alleged event could not be confirmed. The device history record [DHR] of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of this lot were found. The product involved was released meeting specifications.